Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a knee arthroplasty on an unknown date in (B)(6) 2020, then approximately 2 years later had a knee revision surgery on (B)(6) 2022. The date of implant is not reported/ the devices are not reported/ there is no information on the which knee was replaced or revised. There is no other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2025-01122.